Event description:
Pt with ulcer on leg secondary arterial insufficiency was being treated chronically with unna boot wrap. Pt was using "banoabf" brand with success. When switched to convatec brand, the product did not shrink effectively is thought to be directly linked to worsening of leg ulcer.